Event description:
Pt reports one of her pumps (sn (B)(4)) is malfunctioning. It keeps beeping without showing an error code. She switched to her other pump successfully. No injury reported. Pharmacy will send replacement pump and box to return malfunctioning pump. No other info provided. Dose or amount: 138ng/kg/min, frequency: continuous, route: IV. Dates of use: (B)(6) 2016 to current.